Manufacturer narrative:
On (B)(6) 2021 additional information received indicated that the patient underwent bilateral replacements. The left side was replaced with mentor 800cc smooth round silicone implant. On (B)(6) 2021 additional information indicated that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received additional event information that the patient underwent explantation and replacement with 790cc mentor memorygel breast implant, catalog # shpx790, right lot-serial # (B)(6) on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021 additional information received indicated that the date of event was on (B)(6) 2021, and date of implantation was on (B)(6) 2016. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, breast pain, skin reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast reconstruction with 800cc smooth mentor memorygel breast implants experienced right-sided implant rupture with breast pain, and bilateral skin reaction of itching postoperatively. The patient reported discomfort and pain on the right side that radiates to the arm and shoulder, and implant rupture was confirmed by MRI. As a result, the patient underwent explantation on (B)(6) 2021. This medwatch report is for the right-sided implant.